Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours, that they had experienced pain at the pod infusion site (abdomen). The patient experienced bleeding and irritation. In addition the patient reports the pods needle had failed to retract upon initial activation. As treatment, the patient applied a new pod. The pod was discarded.